Event description:
Patient presented to the physician with body pain allegedly caused by the inspire system. Physician brought the patient into the or and removed the entire system. This resolved the issue.